Event description:
It was reported that after a contralateral iliac stenting procedure, arteriotomy closure of a mildly calcified heavily scarred left common femoral artery was attempted using a perclose proglide device. Reportedly, during insertion, the device was twisted to get past the distal guide due to a tight tissue tract from heavy scar tissue. The sheath detached in the vessel at the distal guide to sheath transition area. A cutdown was performed and the sheath was snared from the vessel. No parts of the proglide device remained in the patient anatomy and there was no reported vessel damage. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Reportedly, there was no clinically significant delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported sheath detachment was confirmed as the analysis of the returned device indicates that the guide was broken at the suture bearing area. It was reported that the left common femoral artery was mildly calcified and the device was twisted to get past the tight tissue tract from heavy scarred tissue. The perclose proglide instructions for use states do not advance the device against resistance until the cause of that resistance had been determined. Excessive force used to advance or torque the device should be avoided, as this may lead to significant vessel damage and/or breakage of the device. Additionally, the common femoral artery was reportedly mildly calcified. The instructions for use state under special patient populations that the safety and effectiveness have not been established, in patients with femoral artery calcium which is fluoroscopically visible at the access site. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. (B)(4): against resistance and excessive force - reportedly, during insertion the device was twisted to get past the distal guide due to a tight tissue tract from heavy scar tissue. Under the precautions section of the instructions for use, the operator is instructed to not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair.